Event description:
A care giver (cg) contacted baxter (B)(4) to report that they smelled a burnt smell when the home choice (hc) was turned on. The cg had requested a swap. There was no patient involved as this was observed prior to connection, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The reported issue of burning smell was confirmed via sample evaluation. The device logs were not obtainable. The assignable cause for the reported issue of burning smell was determined to be the power supply. A review of the service history revealed no issues during the previous service events that could have contributed to the reported problem. The faulty power supply was replaced.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A swap was requested, but no further information is available at this time to wether the device has been returned or not. Should additional information become available, a follow up MDR will be sent.